Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a follow up. The following sections of this report has been updated: update to b1, b4, b5, g3, g6, h2, h6, h10. The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 1 year, 6 months post-implant of a 29 mm sapien 3 valve in the aortic position, the valve was noted to be failing due to early degeneration and calcification with hyperechoic and restriction. The explant was done at an outside facility.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 1 year, 6 months post-implant of a 29 mm sapien 3 valve in the aortic position, the valve was noted to be failing and surgery for explant is being planned. The cause of failure is unknown at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a no product investigation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h10. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint for calcification was unable to be confirmed due to unavailability of returned device/relevant imagery/relevant medical records. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. It is possible that one or more of these factors may have been present; however, due to limited information provided, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.